Event description:
It was reported that the bd nexiva¿ closed IV catheter system 20 ga 1.25 in (dual port w/cap) experienced the catheter breaking/separating from hub resulting in medical intervention being administered. The following information was provided by the initial reporter: cannula tubing remained in the patient at removal. At the time of removal of the device, the extension set and wing set of the nexiva cannula came away, but the cannula tubing remained in the patient. It had to be removed by venous cutdown. It wasn't reported that there was blood exposure, but there was a chance that the removal resulted in exposure, as there was no mechanism to prevent blood exposure the cannula tip needed to be removed by venous cutdown. The cannula remaining in the patient presented a risk of embolus prior to its removal.

Manufacturer narrative:
H.6. Investigation: bd  was unable to perform a thorough investigation as no sample, lot, or batch number were provided. The complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system 20 ga 1.25 in (dual port w/cap) experienced the catheter breaking/separating from hub resulting in medical intervention being administered. The following information was provided by the initial reporter: cannula tubing remained in the patient at removal. At the time of removal of the device, the extension set and wing set of the nexiva cannula came away, but the cannula tubing remained in the patient. It had to be removed by venous cutdown. It wasn't reported that there was blood exposure, but there was a chance that the removal resulted in exposure, as there was no mechanism to prevent blood exposure the cannula tip needed to be removed by venous cutdown. The cannula remaining in the patient presented a risk of embolus prior to its removal.